Event description:
Reporter indicated that a vns handheld computer and wand would sometimes fail to interrogate pts. The handheld computer, flashcard, and wand were returned for analysis. Analysis of the computer and flashcard did not reveal any anomalies and the devices performed per specs. Analysis of the wand identified that the serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors cleared. After the serial data cable was substituted, passing functional test results verified consistent communication of the wand. The programming wand was electrically tested and found to be operating within the designed limits of the final electrical test requirements.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.